Event description:
The customer reported the ventilator alarmed with primary alarm test failed occurrence.the customer reported the device was not in use on patient.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the failure of capacitor c201 had caused the monitoring circuit of primary alarm 1 to measure the speaker current too low. This triggered the ¿primary alarm failed¿ error. Replacing c201 resolved the problem.